Event description:
It was reported that a physician attempted arteriotomy closure of a mildly tortuous and mildly calcified right common femoral artery after an interventional procedure. Reportedly, the needles did not connect to the suture. The posterior needle cuff was missing, needle had not connected. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed approximately 1/2 inches of monofilament was exposed at the guide and the needle tip was attached to the rail end. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred confirming the reported event of the needle could not connect to the thread. There was no needle strike mark on the posterior foot. Possible contributing factors for the posterior cuff miss during the needle plunger deployment include, but are not limited to, manufacturing deficiencies, is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that the right femoral artery was mildly tortuous and mildly calcified. It could not be determined if these conditions contributed to the reported cuff miss. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the investigation findings and reported information the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected as a result of this investigation. A review of the finished product lot history record for this product did not reveal any manufacturing related nonconforming material records associated with this lot which could have contributed to this complaint. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. The analysis of the returned device found no product deficiency and no cause could be determined for the reported experience. There does not appear to be any indication of a lot specific product quality deficiency.